Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
Customer reports while preparing for the procedure, the device had leakage. The procedure was concluded using a new device. No patient contact, harm, or injury.